Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the tissue was clamped, it was stated that there was an uncomfortable feeling with the closing of the jaws than usual. Therefore, the device was stopped being used. Another device was used to complete the case. There was no patient injury.